Manufacturer narrative:
The reported communication issue was confirmed. Optical fiber 2 did not meet specifications for optical properties. Further investigation revealed optical fiber 2 was fractured proximal to electrode 2, consistent with the reported communication issue. In addition, log file analysis indicates optical fiber 2 did not meet specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the optical fiber fracture and subsequent procedure delay could not be conclusively determined.

Event description:
Related manufacturing ref: 9680001-2018-00029, 9680001-2018-00031, 9680001-2018-00032, 2184149-2018-00044. During a pulmonary vein isolation procedure, the procedure was delayed 90 minutes due to communication issues. During the procedure communication issues occurred with three different catheters and the user decided to replace the tactisys. The delay occurred waiting for the replacement tactisys unit to arrive. The user was able to complete a block line while waiting for the replacement. Following the replacement unit and catheter the procedure continued; however, midway through the procedure the catheter would also not communicate. The procedure was completed with a non-abbott catheter with no adverse consequences to the patient.